Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to technical error (te) 65 that indicating a turbine module failure (turbine module has stopped, o2 is delivered instead). The device failed to meet its specification and it was concluded that it caused/contributed to the reported event. There was no patient harm. Identification of issue has been done by analyzing problem description and device's logs. Based on technician statement, technical error 65 occurred after several hours of operation. Support case (B)(4) has been created to help with troubleshooting and turbine was recommended to be replace to resolved the issue. The turbine has not been returned to the factory for analysis. The turbine module generates compressed air and delivers air to the inspiratory gas. A faulty turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
It was reported that the ventilator generated an error code indicating turbine module failure. There was no patient harm. Manufacturer ref. #: (B)(4).